Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was burnt in about thirty minutes and it was almost split. No error code was displayed. Also, the metallic sound was heard when it was activated. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.